Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy. This is a clinical study patient thus concomitant device, patient information and device information is not available. The patient has bilateral leads implanted, however device information is unknown.

Event description:
Follow up information identified the ipg was explanted due to it being inoperable (reference MFR. Report: 1627487-2018-08224) not due to an eri issue as previously reported.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Therapy has been restored.